Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 107 which was reproduced at power up. System error 107 was confirmed through review of the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation found the cause to be a failed upper auxiliary. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The biomed emailed to report a spectrum pump displayed system error 107. There was no report of patient injury or medical intervention associated with this event. No additional information is available.